Event description:
It was reported that the patient had ¿some twinges when she¿s walking¿ and was unstable when walking. The patient was currently undergoing an ¿exploratory¿ catheter revision on the day of the report, (B)(6) 2013. The healthcare provider (hcp) did not feel the catheter had moved at all but believed that the catheter was initially placed too close to the spinal cord which may have been causing the symptoms. A new catheter spinal segment was to be placed. The device system was used to deliver clonidine and bupivacaine. It was later reported that the hcp believed the distal portion of the catheter was ¿touching the spinal cord a little¿. The patient was ¿having trouble walking¿. The distal portion of the catheter was replaced and spliced onto the existing proximal portion of the catheter. The patient ¿seemed to be doing well¿ following the procedure; however, the reporter was unsure of the patient outcome at the time of the report. The device system also delivered fentanyl.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).